Manufacturer narrative:
(B)(4): excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported separation of the shaft was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the sheath of the 3.5 x 12 mm implant delivery system could not be removed. Force was applied to remove the sheath and the delivery catheter broke in half. The device was not used. There was no adverse patient effect and clinically significant delay. No additional information was provided.